Event description:
It was reported postoperatively during a routine f/u, a murmur was noticed and an echo revealed aortic insufficiency. At the time of re-op, a tear was found in the middle of the non-coronary cusp. The valve was removed and replaced with another manufacturer's valve. Additional information has been requested.